Event description:
It was reported to boston scientific corporation that a segura hemisphere stone retrieval basket was used for a ureteroscopy procedure performed on (B)(6), 2010 (patient age and weight are unknown). According to the complainant, the retrieval basket failed to completely close around the stone during the procedure. The stone was unable to be released and the retrieval basket and stone were removed from the patient together by disassembling the device. A stent was placed as part of the scheduled procedure. Additionally, a foley catheter was placed due to concerns about bleeding resulting from "ureteral damage," which could not be clarified further. The patient was discharged and his current condition is reported to be "fine."

Manufacturer narrative:
Although expected, the device at issue in this complaint has not yet been received for evaluation; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a segura hemisphere stone retrieval basket was used for a ureteroscopy procedure performed on (B) (6) 2010 (patient age and weight are unknown). According to the complainant, the retrieval basket failed to completely close around the stone during the procedure. The stone was unable to be released and the retrieval basket and stone were removed from the patient together by disassembling the device. A stent was placed as part of the scheduled procedure. Additionally, a foley catheter was placed due to concerns about bleeding resulting from "ureteral damage," which could not be clarified further. The patient was discharged and his current condition is reported to be "fine."

Manufacturer narrative:
A medwatch report ((B)(4)) was received for this event stating the patient was (B)(6).